Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. PMA/510k: 510(k): k926214. (B)(4). The actual sample was received for evaluation. Visual inspection revealed that the actual sample was a sheared black piece of about 45bmm in length. Magnifying inspection of the actual sample over the entire circumference by rotating the shaft by 90 degrees revealed that one end had been sheared diagonally and the other end seemed to have been torn-off; the sheared surface was smooth. The sheared surface was inspected on sem. It was found that particles were dispersed. Elemental analysis of the particle by ft-ir revealed that it was tungsten. The state of dispersion of the tungsten in the material was recognized to be similar to that of the urethane outer layer of radifocus guidewire m. The actual sample was analyzed by ft-ir and found to have the spectrum very similar to that of the urethane outer layer of radifocus guidewire m. The actual sample was confirmed to be a part of urethane outer layer sheared from radifocus guidewire m. Reproductive testing was performed and a current guidewire sample was inserted into a metal needle and withdrawn from it. The urethane outer layer was sheared off from the guidewire sample half-circumferentially. One end had been sheared diagonally. The other end showed a shape that seemed to have been torn off. The sheared surface was found smooth. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample may have been withdrawn from a competitor's metal needle in a manner of its surface being exposed to the metal needle, which resulted in the shearing of the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported separation of the involved radifocus guidewire. The patient was sent to laparotomy due to deterioration in his/her physical condition. During the operation, something that seemed to be a fractured piece of radifocus guide wire was found in the biliary duct system. There was no piece left in patient; it was retrieved successfully. The patient outcome and patient condition was not reported.